Event description:
Boston scientific received information that the left ventricular (lv) lead was removed and replaced due to lead dislodgement, high thresholds and intermittent pacing. No adverse patient effects were reported.

Manufacturer narrative:
The lead has not been returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This report will be updated if more information becomes available.